Event description:
Pt (patient) reported a recent hospitalization due to IV line needing replaced and an allergic reaction to anesthesia, did not specify the medication, which has been resolved since and pt is discharged and now at home. No issues with current IV line. Unknown if md aware. Date of admittance/ discharge or length of hospitalization is unknown. No further info/details or dates available. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by: patient/caregiver.